Manufacturer narrative:
Initial.

Event description:
It was reported that the patient¿s ilet fell from a bed during sleep and the device¿s touchscreen screen fractured, resulting in a cracked display; a replacement device will be provided and the patient will coordinate backup therapy with their healthcare provider. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fracture of the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.